Event description:
It was reported that a patient experienced coupling issues. The patient also had a seizure on (B)(6) 2012. It was stated that the patient was able to get coupling bars two weeks prior to the report. While troubleshooting the patient was able to get 2 coupling bars at the most. The coupling issue was not resolved. A day later it was reported that the patient was still having coupling issues. The patient had an appointment with her health care provider scheduled for (B)(6) 2012. Approximately one week later it was reported that the company representative made contact with the patient. The patient was able to get 4 out of 8 bars for coupling and the battery was 3 quarters full. The patient was going to meet with their health care provider the following week for the issue to be further evaluated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient that reported she had lost therapeutic effect. The patient stated that she had been reprogrammed three times and felt stimulation in the correct area each time, but would lose therapeutic effect within 24 hours of reprogramming. The patient could not feel stimulation in her chest, but could sometimes feel it in her arms. If the patient increased stimulation, it caused too much stimulation in her arms and no stimulation in her chest. The last time the patient felt stimulation in her chest was ¿a couple of months ago.¿ the manufacturer¿s representative attempted to program separate programs for the patient¿s chest and arms. It was stated that the patient didn¿t lose relief until (B)(6), following surgery. The patient had a seizure at the hospital on (B)(6). The patient passed out and fell in (B)(6) 2012 in her kitchen. The patient stated that since the fall, therapy hadn¿t been the same and the patient said she had to adjust stimulation a lot more. An x-ray did not show lead movement. It was noted that the implantable neurostimulator (ins) had moved within six weeks of implant and was now located under the patient¿s ribcage. The patient¿s hcp would like to work with the ins where it is now. The patient stated she only gets 6 coupling bars during recharging ¿on a good day¿ and gets tired holding the antenna.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient was getting stimulation in the wrong location. The patient needed stimulation in her chest and left arm and was no longer getting stimulation there. The patient had a seizure in (B)(6) 2012 and after that the patient began having difficulties with her therapy. It was stated that prior to the seizure the patient could feel the implantable neurostimulator (ins) and now she could no longer feel it. The patient used to get 6-8 coupling bars, but now she could only get up to 4 bars when recharging. The patient typically had stimulation at 2.7v, but had to increase stimulation to 3.4v. Now the patient feels stimulation in her whole body and it does not cover her pain. The patient met with her doctor in (B)(6) 2013. The doctor wanted to wait and see if the ins settles back into the pocket. The patient did not tell her doctor about stimulation issues because at that time she was feeling the stimulation in her chest and left arm. No further information about this event was reported.

Event description:
Additional information received reported that the implantable neurostimulator was explanted. The patient experienced a loss of stimulation. It was noted the patient had multiple falls and a change in stim loc. Charging was difficult and the battery was placed too deep. It was noted there was a new lead added to capture lost stimulation and the patient requested a prime battery. A pocket revision was also done. The patient symptom was pain in the left chest. The patient was receiving effective stimulation post operatively.